Event description:
It is reported that the device was implanted in 2002 and was revised in late 2006, due to pain. Lack of bony ingrowth was noted when the device was explanted.

Manufacturer narrative:
This report will be amended when our investigation is completed.